Manufacturer narrative:
A review of tickets for lot 04010m800 did not identify an increase in complaint activity or trends related to falsely depressed results. Return testing was not completed as returns were not available. Customer field data was used to assess the overall performance of reagent lot 04010m800 in the field. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent, lot 04010m800.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely depressed results with architect ca19-9xr for a patient on their architect i1000 as compared to another labs architect i2000. The results provided were: on (B)(6) 2020 (B)(6) architect i1000 initial = 36.7 iu/ml / repeat = 32 iu/ml; new sample after 12 hours = 27.3iu/ml; architect i2000sr initial = 65 iu/ml. There is no information on whether the patient is diagnosed with pancreatic cancer. There was no impact to patient management reported. Usg shows common bile duct obstruction.